Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient feels very tired and thinks they should have more energy. No additional information was able to be obtained from the patient's physician. The device is still in use. No further patient complications have been reported as a result of this event.